Event description:
Additional information was received from the customer (B)(6) on (B)(6) 2024 stating that the status of the product at the time of the event was during infusion. The medication involved in the event was nivolumab. There was unprotected chemo systemic anti-cancer therapy (sact) exposure; however, it did not come into contact with the patient or health care provider. The product was stored in room temperature in trolley.

Manufacturer narrative:
Additional/updated information: corrected information can be found in h6 component code.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, polyethylene lined tubing, secure lock, 225 cm was found to have disconnected during patient use. The reporter stated "patient went to toilet and alerted me that the 0.2 micron filter on his a line was leaking. Treatment had finished at this point." There was no patient harm reported.